Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call on behalf of medical surveillance. The patient reported that on (B)(6) 2018, in the morning, she obtained results of ¿130 and 156mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results does not exceed lfs criteria for precision. The patient manages her diabetes with fixed insulin doses and ¿drank and ate less¿ in response to the alleged issue. The patient reported that on (B)(6) 2018, in the morning and at 06:00pm to 07:00pm she developed symptoms of ¿thirst and urinate more often¿ and that on (B)(6) 2018 she visited her doctor¿s office, where she had her daily insulin doses increased to ¿100ml novorapid three times daily and 100ml lantus in the evening¿. The patient reported that at the ¿end of march, 2018¿ she obtained a result of ¿165mg/dl¿ on a lab device. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.